Event description:
It was reported that during a meniscus suture surgery, the suture broke. A back up device was utilized to complete the surgery.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system returned. This device was received in used condition. The blue split cannula was returned. The white depth/penetration limiter was returned trimmed. T1 and t2 were not returned. No suture was returned. The visual inspection does not indicate aggressive use. There is no bowing, bend or twist of the delivery needle. Functional test indicates that the manual advancement of the actuator is functional. The advancement button was received at its full position to advance both t¿s. The complaint indicated that ¿the suture broke during a meniscus surgery¿. There is no manufacturing cause related to support this complaint. No further investigation is warranted.